Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that while removing device from patient portal after infusion, the infusion needle broke at the joint causing the clinician to be stuck with the exposed needle. The user facility reported that the needlestick did not result in any clinician infection. No further adverse effects to patient or clinician reported.

Manufacturer narrative:
The customer reported that five devices contributed to five reported events (one device per event). The customer returned four devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the four returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 2183502-2016-00540, 2183502-2016-00541, 2183502-2016-00542, 2183502-2016-00543, and 2183502-2016-00544. Four used deltec® gripper plus® power p.a.c. Safety huber needles were returned for investigation. The returned samples were received inside a plastic bag and without their original packaging. Visual inspection of the returned devices was performed at a distance of 12" to 24" and under normal conditions of illumination. The examination of the returned devices showed that samples 1 and 2 had broken safety arms and the needle retractors had both come out of the hinges. Examination of sample 3 showed the needle retractor was separated from the hinge of the safety arm. Examination of sample 4 showed the needle/safety arm assembly was completely broken off from the base of the device. The manufacturing facility determined that the physical condition of the returned devices was consistent with the devices having sustained damage during use. Investigation was unable to definitively determine the root cause of the observed gripper plus® breaks; however, no evidence was found to suggest a manufacturing defect.